Event description:
It was reported that the patient experienced a shocking/jolting sensation and a burning sensation postoperatively. Dyskinesia was also reported. Impedances had been measured intraoperatively and were within normal ranges. X-rays showed no problems with the system and the leads were in the correct position. The patient had not fallen. The implantable neurostimulator (ins) was replaced.

Manufacturer narrative:
Analysis of implantable neurostimulator model 37601 sn: (B)(4) found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.